Manufacturer narrative:
The device is currently being returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. When more information is available a supplemental report will be submitted. (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self test and displayed battery error messages. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs and performance testing confirmed the reported issues. The non-return valve assembly and battery were replaced to address the issues. The device was serviced and fully tested before it was returned to the customer. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the root cause of the battery error messages was a software issue. The root cause of the total power failure was battery depletion. The root cause of the failed internal self test was a faulty/defective non-return valve. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self test, powered down unexpectedly while using its internal battery and displayed battery error messages. There was no patient injury reported as a result of this incident.